Event description:
Patient was admitted in active labor. Primary IV being primed in patient room. When rn spiked 1000cc bag of lactated ringer's (lr) solution, top part of tubing leaked profusely. Leak occurred directly under upper clave connector. Rn obtained another primary tubing set and proceeded without incident. IV tubing was not in contact with patient at any time.